Event description:
The customer contacted physio-control to report that they were using their device on a patient and the device was intermittently not displaying the patient's ECG through the paddles lead. They were periods where the users were unable to see the patient's rhythm. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and the device was intermittently not displaying the patient's ECG through the paddles lead. They were periods where the users were unable to see the patient's rhythm. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of any adverse effects to the patient as a result of the reported issue.